Event description:
Bodyguard hydration infusion pump was in continous mode and locked at 24ml/hr. Mom heard "weird beeping sounds" 4 times during the night and checked the pump. The rate had changed to 55ml/hr, 75ml/hr, etc. Mom reset pump at 24ml/hr. Upon hearing beeping and relocked pump in continous mode. IV nurse from phs was called and she asked mom to make sure pump was in continuous mode and locked after resetting rates. Pump was exchanged out of the home and brought to phs for download and testing. Director of IV nursing reviewed the pump record and the pump did administer random amounts. Biomed department is following up with MFR about the verbiage "titration" on the record and how to interpret what was infused.